Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed, no anomalies were found, and no issue was identified that required full analysis. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An implantable cardioverter defibrillator (ICD) system was received from a funeral home indicating the patient is deceased. The cause of death provided was septic shock. Request for additional information was made and it was learned the septic shock was not cardiac related; however, the source was not known.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.